Event description:
Complainant alleged that while attempting to treat a patient a wire separated from the electrode pad. Complainant did not indicate that there was nay adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.